Event description:
It was reported that the implantable pulse generator (ipg) had tilted and rotated perpendicularly, causing the patient to charge longer than normal. The patient underwent a revision procedure wherein the ipg was moved downwards and laid flat on the same site. There were no reported complications postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware.